Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to access the medication. The customer reported that the system did not respond when they clicked the issue button after selecting the item, and the medication could not be issued. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist advised the customer to have another employee with cycle count privileges log in to adjust the qoh, or to reach out to the pharmacy to have the customer granted cycle count privileges temporarily. The system functioned as intended after the technical support specialist troubleshot the device.